Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 30 mg/ml at 7 mg/day via an implantable pump. The indications for use were non-malignant pain, chronic low back pain and radiculopathy. It was reported that the patient could hear the pump alarming times 2 days and developed sweating and not feeling well. There were no reported environmental, external, or patient factors that may have led or contributed to the event. The diagnostic and/or troubleshooting performed was the office staff interrogated the pump and found it to be in safe state, reset occurred. The office staff contacted the company representative for guidance and recommended a pump replacement as soon as possible. The managing physician ordered oral pain medications to bridge the patient until the pump replacement takes place next week. The pump replacement was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report and the patient¿s status was noted to be alive, no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer on march 31, 2017 for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.